Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump went into threshold suspend when his blood glucose level was not low. Customer's sensor glucose level was 50 mg/dl but his blood glucose level was 169 mg/dl. The device was not returned.